Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 304 mg/dl after announcing a ¿usual¿ breakfast while actually consuming two slices of cheese pizza, after which the ilet algorithm adjusted and glucose trended downward to 269 mg/dl without additional intervention. Symptoms included no reported clinical symptoms. Outcomes included no medical treatment, no emergency care, and no hospitalization. Investigation included review of user report and troubleshooting education provided to the caregiver regarding accurate meal announcements and meal type differences. Investigation of this case revealed use error related to incorrect meal announcement relative to carbohydrate and fat content, with the device functioning as designed and the algorithm responding appropriately. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement leading to transient hyperglycemia managed by the device algorithm.